Manufacturer narrative:
E1: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in poland. On 17-may-2024, it was reported by the patient that infusion set not adhering, tape not sticking. Infusion set fell off at the time of swimming. No further information was available.